Event description:
Information received indicates the brake creeps out of the locked position.

Manufacturer narrative:
The technician replaced the brake detent and adjusted the casters to repair the bed.